Manufacturer narrative:
Initial report (ref natus complaint# (B)(4). When implanting the new mpic, an error message appeared on the display. The monitor was changed to test the mpic and the error remained. There was a request for a new mpic in the pharmacy to implant it in the patient and it worked normally. Reference: 110-4b lot: 118d00246058 / (B)(6): (B)(4) / validate: 11/04/2022 in this way, the error message: "catheter not detected" occurred 3 times with 3 units of the material item that were implanted. The situation was investigated, talked with those involved and observed that this is not a bad professional technique. There was no patient injury. Customer confirmed they are unable to return the product as it was disposed of onsite. Review of product evaluation form shows no associated capas. Complaint history was reviewed for the previous two years and found 3 confirmed complaints, giving an incident rate of (B)(4). There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Acceptable risk associated with the complaint as per line 5.10 (B)(4) camino icp monitor risk analysis. Service repair investigations will be conducted during the repair process and trend data will be reviewed per (B)(4). Failure confirmed: no. Investigation result code: (B)(4) /eds products/no return of device for evaluation closure rationale: complaint could not be verified, materials not returned for analysis. Other closure rationale: low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Customer states their system shows an error message when implanting mpic. Resolution was found after swapping mpic. No patient injury.